Event description:
A cath placed on (B)(6) 2010 - op report notes that placement was without difficulty. Pt presented to private practice chemo suite on (B)(6) 2010, unable to access, x-ray confirmed tip of cath broke off. Pt sent to ir, 1st attempt to retrieve was unsuccessful, 2nd attempt successful retrieval from right atrium.